Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. The customer stated they changed the infusion set twice in one day in attempt to resolve the issue. Customer's blood glucose was 400 mg/dl. The customer reported the tubing was not bent or kinked on the infusion set. It was also found the customer did not try different cannula lengths. Customer stated they have tried all remedies for the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.